Event description:
Customer reported the system has loose hardware and needs a new vertical lower limit switch. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the vertical lower limit switch and tightened bolts. System operates as intended.